Event description:
It was reported that during the pre-use check, a crack was found in the connection part. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. It was confirmed that the patient valve connection part of tube had a crack and was detached the root cause of the reported issue was found to be the damage was most probable to have happened after the shipment. Actions were taken to mitigate the reported issue: are unknown.